Event description:
It was reported that when a patient presented in clinic for a routine follow-up, the device was in backup vvi mode with no high voltage therapy available. The patient was asymptomatic. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred during high voltage therapy delivery. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the power on reset could not be determined.